Event description:
The patient experienced severe pain over the neurostimulator that radiated down her leg following exposure to a tanning bed on her 3rd visit. She could not walk for some time. After she stopped going and she felt better. It was also reported that she had a urinary tract infection that was diagnosed and treated successfully prior to using the tanning bed. She also had a lack of therapeutic effect and the device did not help her interstitial cystitis pain. She had to turn the device off to have a bowel movement. She desired to have the device removed. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).